Event description:
The patient called alleging they tested their blood glucose at dinner and received a 19 mg/dl and assumed the meter read 19mmol/l. The pt felt lightheaded and did not eat much food they then tested at 1:00 am and received a 48 mg/dl and thought they were 48mmol/l. They then tested at 2:00 am and received a 66 mg/dl. They then took the taxi to the hosp and the physician tested himself on the pt's meter and realized that the meter was in the wrong unit of measurement. The physician then tested the pt on the hospital device and received a 3.3mmol/l (59/dl). The pt was treated with food and juice in the hosp. The pt mentioned that the meter was previously set to the correct unit of measurement. The pt was unable/unwilling to verify if they recently went into the settings and changed the unit of measurement. Based on the information provided, this case is being documented as an adverse event, since the pt suffered a serious injury and there was a delay in treatment due to the incorrect unit of measurement.